Manufacturer narrative:
Customer report was confirmed. Only the 0.032" guidewire was returned. The wire was found to have a weld break on the j tip end. The outer coil wire has been uncoiled over a 25 centimeter area. The inner wire has 3-4 bends over the entire length.

Event description:
C-cc-gw - guidewire passage difficult/damaged or out of spec; it was reported that the guidewire had "shredded" upon removal from the patient. Event occurred in the sugery department, ICU, patient was a female.